Event description:
It was reported that a patient underwent plif surgery at levels l4-l5. The crosslink were broken during the procedure. No fragments were left in the patient.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visually confirmed the screw is fractured at the base of the screw. The fracture surface appears to emanate from the root of the thread tooth inward, is roughly parallel with the root of the tooth angulation, follows the thread, and has shear lines on the fracture surface. The associated nuts are missing and not returned for analysis. The above observations in addition to the timing of the fractures (during tightening, per the event information), are consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.